Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a combination needle and syringe. The customer reports that after using the syringe for irrigation and recapping the contaminated needle, it punctured the side of the cap and stuck him in the finger.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.